Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Mother reported there is insulin leakage from the infusion set after 1-2 days of use. Blood glucose elevated as high as 300 mg/dl as a result, and pt corrected elevated blood glucose via the infusion device. Mother also reported the infusion set adhesive does not stick properly. Pt did not have an infection or start a new medication. The pt did not require assistance from a health care professional or second party to address the issue. Infusion set was requested for eval. Additional details were not provided.